Event description:
It was reported that when using the bd pyxis¿ medstation¿ es water for injection (10 ml) injection wateia10 was showing as stocked out on the dashboard this morning. Based on the activity, the item stocked out on (B)(6) 2026 at (B)(6). The pick list for that device was run at (B)(6), and the item did not appear on the pick list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not on pick list. A technical support specialist identified that the item loaded in the system had the same generic name, dosage form, and volume as another medication identification entry already present and explained that to avoid duplication and confusion, different generic names would need to be used for clear differentiation and the customer acknowledged. The system functioned as intended after the technical support specialist inspected the issue.